Event description:
A respiratory therapist from the home healthcare company reported that a "problem occurred while connected to patient. I receive a phone call from caregiver, who stated there was no air flow from the ventilator. I arrived at the home and powered up the ventilator. All lights come on, but there was no air flow out. There was a low pressure alarm on, disc/sense was flashing. Patient placed on a replacement ltv 900. I returned at 6:00 and powered the vent on to do a checkout procedure. At the time, there was air flow from ventilator outlet port. I started the leak test and the unit failed. I restarted the leak test and it failed a second time. Again, there was no air flow from the unit. According to the caregiver, the ventilator was giving low press alarms". No allegation of vent malfunction causing patient harm.